Event description:
It was reported that a malfunction alarm occurred with code malf 16, and the pump was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to revert to multiple daily injections (mdi) as a backup therapy, and a replacement pump was arranged to be sent. The customer was instructed on putting the pump into storage mode and returning it within 10 days using a pre-paid label, which they acknowledged.